Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. Upon review the implantable cardioverter defibrillator prematurely triggered elective replacement indicator and end of life within 2 days of the alert along with exhibiting premature battery depletion. The device also had non-sustained right ventricular oversensing episodes showing loss of right ventricular capture. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. Correction - should have been reported as (B)(6) 2018.